Manufacturer narrative:
Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months and fifteen days post port placement, patient presented to the ER with the complaints of fever and fatigue. Suspect likely viral syndrome versus urinary tract infection. Urinalysis reveals possible uti. Treated with antibiotics and was stable for discharge to home. Patient¿s blood culture report showed gram positive cocci in clusters. Staphylococcus aureus not mrsa. Around one day later, patient presented to the ER with blood infection and also reports that she continues to have redness and swelling around the area of her port. She states that when the oncology team went access her port today, pus came out of the area. Physical examination showed erythema and warmth to the right chest wall overlying the port. Patient¿s blood cultures came back positive for gram positive cocci in clusters. Patient does report of fevers as high as 103, reports occasional chills. Around one day later, patient presented for port removal procedure. The catheter and port were removed. The catheter tip was placed in a sterile specimen container and sent for culture. The blood culture report showed growth of 30 gfu staphylococcus aureus, not mrsa. Around one day later, blood culture study result showed growth of staphylococcus aureus, not mrsa. Around six days later, patient underwent incision and drainage of infected port-a-cath site for infected surgical wound. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence has been provided to confirm any alleged deficiency with the port. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 07/2023) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two months and twenty-five days post a port placement, the patient allegedly developed with staphylococcus aureus bacterial infection. Reportedly, the infected port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided for review. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.